Event description:
On march 31, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that during the therapeutic choledochoduodenostomy, the screen blacked out during the deployment of a boston scientific axios stent and a patient sustained a biliary perforation. A surgery was required to treat the perforation. The patient was stable post procedure. The event date is unknown. There was no death associated with this event.